Manufacturer narrative:
The uric acid reagent lot number was 754642. The reagent expiration date was requested, but not provided. The field service engineer found that the rinse mechanism was misaligned. The mechanism was adjusted and this resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ua2 (uric acid) on a cobas 8000 c 702 module. No questionable results were reported outside of the laboratory. The sample was repeated as the initial value did not agree with the patient's clinical diagnosis. The sample initially resulted in a uric acid value of 83.5 umol/l and it repeated as 372.7 umol/l.